Manufacturer narrative:
This device currently remains implanted. This report will be updated upon the receipt of additional information.

Event description:
It was reported that this device was exhibiting early battery depletion behavior. The estimated battery longevity was showing 11 years remaining, approximately one year ago. Recently, a decrease was observed, and the estimated remaining battery showed 3.5 years remaining. The power usage was at 220%. There were four episodes of atrial fibrillation, and ventricular tachycardia was triggered because of fast intrinsic conduction. All other checks and parameters seemed normal. A copy of device memory was saved and submitted to boston scientific technical services (ts) for analysis. Engineering review of device data confirmed premature depletion. The power consumption of this device has been increasing during the past year, and is expected to continue to increase. Due to this anomaly, a ts consultant recommended device replacement. The device currently remains implanted. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this device was exhibiting early battery depletion behavior. The estimated battery longevity was showing 11 years remaining, approximately one year ago. Recently, a decrease was observed, and the estimated remaining battery showed 3.5 years remaining. The power usage was at 220%. There were four episodes of atrial fibrillation, and ventricular tachycardia was triggered because of fast intrinsic conduction. All other checks and parameters seemed normal. A copy of device memory was saved and submitted to boston scientific technical services (ts) for analysis. Engineering review of device data confirmed premature depletion. The power consumption of this device has been increasing during the past year, and is expected to continue to increase. Due to this anomaly, a ts consultant recommended device replacement. The device currently remains implanted. No adverse patient effects were reported. Additional information was received indicating that this device will remain implanted due to frail patient conditions. A latitude system (remote monitoring system) has been issued, and the patient will continue to be followed every three months.